Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify failed battery test and charge/battery last less than expected anomaly due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received battery failed alarm. No harm requiring medical intervention was reported. Customer stated neither compartment nor spring are damaged or corroded. The device will be returned for analysis.